Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the customer was experienced a high blood glucose. Customer's blood glucose value was 460 mg/dl, 509 mg/dl, 493 mg/dl and 368 mg/dl. The customer was treated with syringes for high blood glucose. The insulin pump will not be returned for analysis.